Event description:
The customer reported to olympus that the bronchovideoscope had noisy image. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the screen blacked out with a b30 error code (scope communication error) due to a defective scope connector. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
In addition to the finding in b5, the evaluation found the customer's allegation was not confirmed. Also, the evaluation found the following: the connecting tube had discoloration. The universal cord had a wrinkle. The scope connector had corrosion. Grip had discoloration. Switch 2 had discoloration. Switch 1 had discoloration. The insertion tube had a dent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. A definitive root cause could not identified. Based on the results of the investigation, it is likely the following led to the malfunction: contact pin of the scope connector was corroded in handling of the subject device. The corrosion made connection unstable; as a result, the error message was displayed. The event can be prevented by following the instructions for use which state: important information - please read before use precautions: caution turn the video system on only when the endoscope is connected to the video system center. In particular confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the froze image may not be restored during the examination. 3.8 inspection of the endoscopic system inspections of the endoscopic image: confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.